Manufacturer narrative:
The plate (sd-12) is provided to customers sterile and marked single use. The surgeon determined the plate, sd-12 and an unknown quantity and/or combination of other implants from the sk-12 kit originally placed in a surgery on (B)(6) 2016 needed to be removed because of the location of the proximal dorsal screw which was in the cuneiform joint. The surgeon stated that the fusion was solid. There were no other reports of patient injury or impact. The DHR review for the sd-12 identified no issues during the manufacturing and release of this device that could have contributed to the revision reported by the surgeon. The surgeon determined the need for revision based on the location of the proximal dorsal screw, not as a result of a reported malfunction or injury. The IFU (1405-9005) provided with the sterile kit warns to avoid placing screws into the intercuneiform joint space. The company will supplement this MDR as necessary and appropriate. Device was not returned to manufacturer.

Event description:
The surgeon determined that plate, sd-12 and an unknown quantity and/or combination of other implants from the sk-12 kit originally placed in a surgery on (B)(6) 2016 needed to be removed because of the location of the proximal dorsal screw which was in the cuneiform joint. The surgeon stated that the fusion was solid. There were no other reports of patient injury or impact.